Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr went to place the pin in the tibia. As he was drilling the pin broke. Case type: pka; delay: 10 minutes.

Manufacturer narrative:
Reported event: the reported device, 3.2mm x 80mm bone pin, was noticed to have fractured when inserting the bone pin. The case completed successfully with a 10 minute surgical delay. The bone pin is being held by the hospital. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in stryker's database related to p/n 143080, lot number w45250 shows no additional complaint investigations related to the failure in this investigation. Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA 301. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr went to place the pin in the tibia. As he was drilling the pin broke. Case type: pka; delay: 10 minutes.